Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1 month after the dental implant and bridge were placed in ada site 19, the implant had not yet achieved osseointegration. Clinician reports peri-implantits and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1 month after the dental implant and bridge were placed in ada site 19, the implant had not yet achieved osseointegration. Clinician reports peri-implantitis and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.